Event description:
It was reported that the customer is receiving a button error alarm. The customer stated that her blood glucose level was a little high at 329 mg/dl. The customer stated that the insulin pump was not allowing her to give a bolus and then the buttons were not working. The customer noticed that, after she let go of the button, the numbers continued to move up or and down. The customer stated that the only significant event leading up to the button error alarm was that the pump was wet from her own sweat. Advised customer the pump will need to be replaced. Advised the customer to discontinue use of the pump and revert to back-up plan per healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to corroded keypad traces. No display anomaly was noted. The functional tests could not be completed due to the unresponsive button. No moisture damage was noted on the electronics. The insulin pump had a cracked reservoir tube lip.